Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During procedure, imaging failed to start error occurred. The procedure was cancelled due to this event.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of the acquisition (acq) pc serial number (B)(6). The device passed visual inspection and virus scan. During analysis, the acq pc powered up first time in normal power up conditions and could not connect to the gold ilab station as polaris software was installed was incompatible, the reported complaint of imaging failed to start error was not confirmed.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During procedure, imaging failed to start error occurred. The procedure was cancelled due to this event.